Manufacturer narrative:
The insulin pump was received with intermittent act button response due to flattened dome. The keypad connector was inspected and no anomalies were noted. The pump was received with minor scratches on lcd window and cracked battery tube threads.

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was unknown. The customer stated that the act button stopped responding when she tried to give herself insulin. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan.